Event description:
Device issue: balloon shaft detachment. Time of device issue: during the procedure. Adverse event: required intervention. It was reported that during an interventional procedure in the celiac artery, after inflating and deflating the viatrac balloon, blood was noted in the indeflator. The catheter could not be removed from the bhw wire; it was stuck. In attempt to "unstick" the catheter, the catheter was advanced on the wire, but the wire broke approximately 20 cm from its distal tip and remained in the catheter. The proximal end of the wire was removed from the anatomy. As the catheter with the distal tip of the wire was pulled to remove it from the anatomy, the catheter broke into two separate pieces approximately 20 cm from the distal end. The proximal end of the catheter was removed for the anatomy. The distal end of the catheter with the distal end of the wire inside was snared and removed. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The acs hi-torque balance heavyweight guide wire (part 1000463h, lot 0051281) is being filed under separate medwatch MFR number. The device was received. Investigation is not complete.